Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device was broken/damaged/ logic board 133.6080. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device was broken/damaged/ logic board 133.6080. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information: e2, e4, g1, g2, h6, h10. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported event of device had broken/damaged pcu was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 12may2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The reported event of device had broken/damaged pcu was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 12may2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed.

Event description:
It was reported by the customer that the device was broken/damaged/ logic board 133.6080. There was no additional information provided and no patient involvement.